Event description:
Patient presented to the physician with a dark skin discoloration and fluid buildup at the chest incision site. Upon examination, an infection was identified, with fluid drainage from the site. Physician prescribed antibiotics. Physician brought the patient into the or a week later and explanted the entire inspire system. Patient will continue with the previously prescribed antibiotics.